Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An 18mm amplatzer septal occluder (aso) was implanted on (B)(6) 2015. The following day the patient had a run of ventricular tachycardia noted and an echocardiogram confirmed the aso had embolized into the left ventricular outflow track. Due to the anatomy and location of the atrial septal defect (asd), the aso was surgically removed and the asd closed at that time. The patient is reported to be stable.